Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable pacemaker and a non-boston scientific right atrial (ra) lead exhibited intermittent impedance measurements of greater than 2000 ohms, noise, oversensing, and inappropriate atrial tachy response (atr) episodes. The device had been reprogrammed to turn of the minute ventilation (mv) sensor. The device had triggered a lead safety switch due to the out of range impedance measurements, which changed the pacing configuration to unipolar. In that configuration, the patient began having muscle stimulation in their device pocket area. The device was reprogrammed back to bipolar configuration, the sensitivity was adjusted, and the ra impedance alert was increased. No adverse patient effects were reported. The device remains in service.